Manufacturer narrative:
Qn#: (B)(4). The device history review for the product hemolok ml clips 6/cart 84/box lot# 73e1900208 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
On (B)(6) 2021, clip was found broken after opening the package prior to the patient.